Event description:
Customer's diabetes educator reported customer is unable to complete the rewind sequence on her insulin pump. Customer replaced the battery and then was able to rewind the device. The device passed the self test. The alarm history showed no delivery alarms. Customer stated she would call back later to troubleshoot the no deliver alarms. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)